Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: due to the 4.4 inr result in the ER, pts physician held her coumadin dose for 3 days. Pt takes pain medications due to pain caused by osteoporosis (oxycodone), has been taking these for 2 years. Currently receiving IV antibiotics every day since she was hospitalized 1.5 weeks ago; has a IV pick in her arm that is sometimes flushed with heparin.

Manufacturer narrative:
Investigation pending.